Manufacturer narrative:
Catalog number unknown at this time. Device description reported as unknown super eon stem. Additional information has been requested and if received will be submitted in a follow up report upon completion of the investigation. Device not returned to manufacturer.

Event description:
It was reported at the 41st annual meeting of japanese hip society. The tha with super eon was done 12 years ago. After this, revision surgery of stem was done because the stem loosening and right thigh pain.